Manufacturer narrative:
If implanted; give date: not applicable, the lens was removed/replaced during the initial surgery. If explanted; give date: not applicable as the lens was removed/replaced during the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis multifocol intraocular lens (iol) was cut out of the patient's operative eye because it was observed cracked. No surgical intervention required, and no patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/21/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.